Manufacturer narrative:
This submission does not constitute a determination or admission that the device has malfunctioned or that the device was related to a death or injury.

Event description:
It was reported that during a vena cava filter retrieval procedure, the sheath or valve component was allegedly detached. It was further reported that there was a difficulty in retracting the device thru the introducer sheath or removing from the patient. There was no reported patient injury.